Manufacturer narrative:
H4: the lot was manufactured from(B)(6) , 2021 - (B)(6) , 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was fluid within the housing of the device due to a bladder rupture. When the bladder ruptured during fill, fluid from the ruptured bladder is expected to leak inside the housing and that's what the photos showed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause of the condition is a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had fluid leaked. The leak was observed outside the device. This issue was discovered during filling. There was no patient involvement. No additional information is available.